Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
Patient was revised due to loosening of the tibia component at the cement to implant interface. Unknown cement was used. Revised to sigma revision system and patella was not revised. No further information is available. Doi: unknown dor: (B)(6) 2020 left knee.